Event description:
The customer reported that there was an air leak from the subject device, and the insertion tube was buckled in multiple places. There was no patient or user injury reported due to the issues. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the device evaluation (coating peeling).

Manufacturer narrative:
During inspection and testing, service found the coating on the insertion section was peeling off due to deterioration. In addition, service found there was an air leak due to a pinhole in the bending section cover and the insertion section was buckled in multiple places due to physical stress, confirming the customer's reported issues. Service also found there was an air leak from the control section due to a crack in the resin. The bending section was crushed. The insertion section was deformed internally. The eyepiece section was scratched due to physical stress from handling. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 18-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to load (stress) during operation, external factors or handling. It is recommended that the user inspect the device prior to use and on a regular basis continuously. It is also recommended to the user facility check the operating environment and status of handling the device. Olympus will continue to monitor field performance for this device.